Event description:
The customer reported the table failed to function. No pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply and cable assembly were replaced. The system was then found to be operating as intended.